Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tube"), device dislocation ("migration of essure device") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),"), premature menopause ("early menopause"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), headache ("headaches"), vulvovaginal pain ("vaginal area pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed in october 2011. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, fatigue, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, premature menopause, cystitis, urinary tract infection, headache, weight increased, vulvovaginal pain, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, premature menopause, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: over the next several weeks, plaintiff sought treatment on multiple occasions for severe abdominal and pelvic pain, cramping, heavy bleeding, fatigue, perforation of her fallopian tube, and migraines, among other symptoins. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kgs. Ultrasound scan vagina - on an unknown date: migration of essure device. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs was received reporter information were added.patient demographics were added. Event added urinary infection, cystitis, premature menopause, headaches, weight gain, vulvovaginal pain, device dislocation. Lab test was added. Product, patient & reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tube") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed in october 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, fatigue, migraine, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: over the next several weeks, plaintiff sought treatment on multiple occasions for severe abdominal and pelvic pain, cramping, heavy bleeding, fatigue, perforation of her fallopian tube, and migraines, among other symptoins. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tube") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, fatigue and migraine outcome was unknown. The reporter considered fallopian tube perforation, fatigue, genital haemorrhage and migraine to be related to essure. The reporter commented: over the next several weeks, plaintiff sought treatment on multiple occasions for severe abdominal and pelvic pain, cramping, heavy bleeding, fatigue, perforation of her fallopian tube, and migraines, among other symptoins. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.